Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Section d4: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported patient had the entire system explanted on 5 september 2024 due to infection at the lead site.